Event description:
It was reported that the pump control-iq reduced basal insulin delivery due to inaccurate continuous glucose monitor (cgm) values. Customer's blood glucose (bg) at the time of the event was high, exceeding 600 mg/dl, although the cgm reading was in the 70-80 mg/dl range. Customer addressed high bg by administering a correction bolus via the pump, without requiring assistance from a third party. System check with tandem technical support did not identify any additional issues with the pump or related supplies. Customer acknowledged that the pump was operating as intended with the provided data.